Event description:
It was reported when using the bd pyxis medstation system, screen went blue and when restarted program was not loading. The customer stated that there was a delay in dispensing medication since medications were accessed from other stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's medapp was not launched, and the screen went blue. The field service engineer found that the firewall was on, they turned it off and restarted the station after that all of the drawers were working fine and application was launching normally, reimaged the drive to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the blue screen issue was caused by software failures. A field service engineer turned off the firewall, restarted the station and re-imaged the drive to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, screen went blue and when restarted program was not loading. The customer stated that there was a delay in dispensing medication since medications were accessed from other stations. There were no adverse events or injuries reported based on this event.